Event description:
"Who you are: consumer." I purchased a walker-transport chair for my (B)(6) mother. She uses the walker and the transport configuration make it easier to take her to her various appointments. As a walker, it works fine. When in the transport chair configuration and a person sitting in the chair, the center of gravity must be located very near the front wheels because if you wheel into a small step up or down, the chair and person wants to roll over the front wheels, dumping the person on to the ground. This is exactly what happened to my mother when I took her for a walk on the sidewalk and rolled over a defective portion of the sidewalk. Her leg was injured but nothing permanent. The device should not be used as a transport chair. This is the site advertising the chair. Http://www.drivemedical.com/index.php/duet-rollatortransport-chair-8-casters-52.html. Incident location: other - (B)(6), united states. A walker for an elderly person that can also be configured as a transport chair. "Duet transport wheelchair" http://www.drivemedical.com/index.php/duet-rollatortransport-chair-8-casters-52.html. Product: walker/transport chair. Retailer: (B)(6). Purchase date: (B)(6) 2017. She still uses it as a walker only. Contacted the MFR and told them it's unsafe. They denied the product was unsafe, said they would send box for return so that they could inspect and that someone else would contact me. No further contact. (B)(4).